Event description:
The hosp reported that a pt was placed on extracorporeal membrane oxygenation (ECMO) on 6/5/1999. Blood leakage occurred on 6/6/1999 and the bio-pump was changed out on 6/7/1999 to continue the case. On 6/11/1999, the pt expired. The hosp did not feel that changing out the bio-pump contributed to the expiration of the pt.